Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the stent being stuck in the channel, forceps and cleaning brush were not able to pass through the channel. Therefore, we presume that it was difficult to eliminate the stent by proper reprocessing. The event can be detected/prevented by following the instructions for use (IFU) sections: detection methods of the events are written in operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. Prevention measures of the events are written in operation manual: 4.1 precautions and/or operation manual: 4.2. Insertion: air/water feeding and suction: suction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was foreign material inside the channel and the forceps or brush could not be inserted into the channel due to blockage. Also, evaluation found switch #1 had a cut, the distal end plastic had a dent, the nozzle had worn glue, and the bending section rubber had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii duodenovideoscope had a stent stuck inside the scope. The issue was found during reprocessing. There were no reports harm associated with the event.